Event description:
Doctor office called and excessive qty shipped. Product only used 1 pfs per knee once. Only needed qty: 2 pfs. Rx not clarified and allowed to process and ship incorrectly for 6 pfs with wrong directions and mdo just received and calling back on error. Hasn't used med at this time and aware of correct directions so no administration error occurred. Retrieving excessive product sent.